Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: jugular introducer, sheath with filter placed in the penetration, long dilator and short dilator are returned. The penetration is placed approx. 35 cm from the distal end. The anchors on the filter legs are visible in the penetration. The filter can be removed and has clear marks of being advanced through the sheath/penetration. The grasping hook is out of shape, which is most likely due to the withdrawal of the filter. It is most likely the strong resistance experienced during advancement that is the root cause for the penetration/kink. According to the physicians comment resistance was felt when the sheath was advanced. It is noted that "the patient's anatomical form was suitable for the procedure". However, the product specialist suspected that external jugular vein was punctured instead of the internal jugular vein. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from jugular vein, and the patient's anatomical form was suitable for the procedure. After the sheath was placed, the filter introducer was advanced through the sheath, however, the physician met strong resistance and the filter got stuck in the sheath. Since the filter leg perforated to the sheath, he could not remove the filter introducer system from the sheath, therefore entire delivery system were removed from the patient ((B)(4)). Then, another lot # of the same device was used instead, however the filter introducer got stuck in the sheath again, so the whole system were removed form the patient body and it was confirmed that the sheath got kinked ((B)(4)). Therefore, the access site was changed to fem and igtcfs-65-jp-fem-tulip was used, and complete the procedure successfully. Patient outcome: there have been no adverse effects to the patient reported.